Event description:
A valve was inserted during surgery. Routine chest closure was started when the patient's blood pressure began to fall. The patient's chest was re-opened and the echo showed that the valve leaflets were not opening with every heart beat. The atrium was re-opened and the valve turned. The patient was closed and coming off pump again when the same problem was noted. The patient was again re-opened and that valve waf removed and replaced with a different brand. This entire episode required re-opening the chest and atrium x2.